Event description:
Caller reported that their t:slim x2 pump battery was not charging, and the pump screen remained dark. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support guided them through troubleshooting steps, including checking the power source and trying different charging equipment, but the pump still did not work. The customer planned to visit their doctor's office for further help and requested a pump replacement. Ultimately, technical support arranged for a new pump to be sent, and the customer understood the return process for the faulty pump, as well as the steps needed for the replacement.